Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.this event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia of 20.0 mmol/l due to the infusion headset not being inserted correctly. No adverse event was reported. It is unknown if any product will be returned for evaluation.